Event description:
It was reported that 2 syringe 0.5ml 31ga 8mm experienced hub separation during use. The following information was provided by the initial reporter: verbatim: consumer found 2 syringes from this box needle hub stayed in shield when removed. Lot #: 9133760d item #: 328509 date of event: (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 6 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9133760. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for high shield pulls.

Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 1/2cc, 8mm syringes. Customer states that the needle hub separated. One syringe was returned with the hub-needle/shield assembly separated from the barrel. The remaining syringe was tested and the hub assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch# 9133760. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200824222] noted for high shield pulls. Process summary: automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: there was debris in the assembly dial. Corrective action: l2l dispatch #67402 was created to clean the debris out of the dial.

Event description:
It was reported that 2 syringe 0.5ml 31ga 8mm experienced hub separation during use. The following information was provided by the initial reporter: verbatim: consumer found 2 syringes from this box needle hub stayed in shield when removed. Lot #: 9133760d. Item #: 328509. Date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 0.5ml 31ga 8mm experienced hub separation during use. The following information was provided by the initial reporter: verbatim: consumer found 2 syringes from this box needle hub stayed in shield when removed. Lot #: 9133760d, item #: 328509, date of event: (B)(6) 2020.